Event description:
Sharp stabbing pain in ovaries, after tuba ligation with clips, severe bleeding, irregular periods, extremely sore breast, migraines , weight gain and not able to lose weight, depression, severe anxiety, brittle hair and nails, hair loss. Eczema, unexplained rashes and itching on skin, edema, thyroid disease, gastrointestinal issues, vision changes. Just over all my health has slowly gone down hill since my tuba ligation and no doctor has said it is related . I've had MRI, x-ray, CT scans , ultrasound, blood tests, and nothing is claimed to be related but yet all of these health issues started after I had these clips put in my body. FDA safety report ID# (B)(4).